Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during a pretest, the catheter balloon was difficult to inflate and to deflate.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. There are 6 photos that were sent by the customer. The first photo attached is an overview of the catheter wit cut portion of inlet tubing and syringe. The second photo show a closer look at the sample port connector and the inflation cap. The third photo show the top of the inflation cap. The fourth photo show the tip of the syringe. The fifth photo show the balloon portion and the tip of the catheter at a resting state. The sixth photo is a foreign document. Visual evaluation of the returned sample noted one opened (without original packaging), 2-way catheter with cut portion of inlet tubing. Visual inspection noted no obvious defects. With some resistance, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using the returned syringe and the catheter rested with no leaks noted. The balloon passively deflated in under 4 minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The reported failure is within specification as the reported failure could not be reproduced. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was evaluated

Event description:
It was reported during a pretest, the catheter balloon was difficult to inflate and to deflate.